Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced leakage during use. The following information was provided by the initial reporter: problem encountered: during the injection (especially at the end of administration), the oncology department reported a leak of doxorubicin at the tip. Our urcc service reports a similar event, this time with a leak of 5fu, the preparation was thrown away and refabricated. No consequences for the staff and patient, no medical intervention, no contact with chemotherapy product.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for suspected lot 2004260, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verifications. Ten retained samples of lot 2004260 were used for additional evaluation. The product was visually inspected, no defects or damage was noted and testing verified the product met required specification.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. FDA device problem code(s): (B)(4). FDA patient problem code(s): (B)(4).

Event description:
It was reported that the bd plastipak¿ 50 ml concentric luer lock syringe experienced leakage during use. The following information was provided by the initial reporter: problem encountered: during the injection (especially at the end of administration), the oncology department reported a leak of doxorubicin at the tip. Our urcc service reports a similar event, this time with a leak of 5fu, the preparation was thrown away and refabricated. No consequences for the staff and patient, no medical intervention, no contact with chemotherapy product.